Event description:
A glidex stent was placed for therapeutic purposes. During follow-up, it was noted that the catheter was split at the distal end right near loop. The product was removed at a later date. It should also be noted that although it is believed that device was removed from the bladder with grasping forceps, this information cannot be confirmed.